Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient will sometimes feel a shock/uncomfortable stimulation when their dog walks across their implant site. The patient also reported that they feel a pulling when they bend down. The patient stated that they sometimes have accidents where urine just comes out. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the dog was only brushing against patient after the dog jumped on patient's chair while they were sitting. The bending affect problem has been better. Patient was not allowing dog to jump on their chair while they were sitting. Issue has resolved. No further complications were reported or anticipated.